Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in the hospital for the ¿last 2-3 days¿ and had increased confusion. No audible alarms had been heard but a request was made for a pump interrogation. This device system delivered baclofen. In addition, the patient had been hospitalized on (B)(6) 2013 and at the ¿beginning of the year¿ for the same reasons. This patient had an MRI done in (B)(6) 2013. The reporter at that time realized the pump was on a recall list and the physicians were not made aware of this. The patient was reported to be now ¿hospitalized once again¿ with symptoms of overdose and underdose and there was expressed concern for determining the cause. The patient had experienced convulsions, seizures, and a lot of pain in the feet. The patient was having ¿a lot of issues right now.¿ the ¿flare ups¿ had been reported as ¿on and off since (B)(6) 2010, around that time could have been later.¿ the physician had no recommendations, suggestions or indications of what was causing the flare ups and they were ¿looking at right now removing the pump.¿ the patient was reported to have all the side effects of ¿this malfunctioning¿ pump. The patient was to have diagnostic testing to evaluate the pump once the patient was released from the hospital. The patient had been on oral baclofen before. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n172906001, implanted: (B)(6) 2008, product type: catheter. (B)(4).